Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode ECG "c" and "d" cable was severed and the ECG "d" was missing. The root cause for the severed ECG cable was physical abuse. No adverse event resulted from the defective belt.

Event description:
A us distributor reported that a patient's electrode belt cable was damaged.